Manufacturer narrative:
Evaluation results: one tracheostomy tube was returned for analysis. Based on the information provided by the complainant, it was confirmed to be a southington-produced part. Based on the issue described by the customer, the product was investigated for issues that could contribute to leakage. After subjecting the product to a leak test, it was confirmed that the cuff was unable to hold air. Upon closer examination of the part, a small approximately 1 mm tear was noted in the central area of the cuff. It is unclear what caused this issue, however due to the fact that 100% of product is subject to leak testing after assembly (and this product would not have been considered acceptable in its current condition), it is highly likely that this issue occurred after the product was shipped from smiths-medical. Given the fact that the customer is alleging that this issue was present in at least 3 separate lots (that were built at different times), it is likely that there is something in particular that the user is doing that is leading to the cuff damage. Two additional samples were submitted by the complainant after the investigation (above) was initially submitted. The parts were also subjected to a leak test, and it appears there were small tears in a location very near to the one observed in the original sample described above. It was determined that all potential affected assembly lots that may pertain to this customer's complaints (the exact lots cannot be definitively determined since not all lot numbers were provided by the customer) all used the same cuff subcomponent. This information was reviewed with smiths-medical, gary, in- legal manufacturer of the assembled product (who is also responsible for manufacturing the cuff subcomponent). The latest 2 complaint samples were sent to the gary, in facility for further assessment/discussion. They measured the thickness of each cuff at 4 locations (cuff 1: 0.0140", 0.0150", 0.0145", and 0.0130"; cuff 2: 0.0125", 0.0135", 0.0135", 0.0125"); all measurements were within the specification of 0.012" - 0.017". Based on these findings, it is hypothesized that there may be a specific anatomical root cause in the patient's body that is leading to the multiple products all tearing in the same general location.

Event description:
It was reported that the balloon broke causing the low minute volume alarm on ventilator to be activated. The product problem occurred during patient use. The patient's mother reported that she only fills to a minimal leak with sterile water and/or air as advised by the physician. The child suffers from severe scoliosis of the trunk and neck which causes an exaggerated curvature of their body. No patient injury or complications were reported in relation to this event.